Event description:
During the initial implant procedure, the body of the right ventricular (rv) lead twisted when attempted to extend the helix. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event twisted material/lead twisted when attempted to extend the helix was confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found the outer insulation to be twisted at the distal region of the lead consistent with procedure damage. X-ray examination found the inner coil to be over-torqued at the connector region, consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to procedure damage.